Manufacturer narrative:
The pump was not returned to moog. Because we could not perform an evaluation, the complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit MDR's for all overrun-related complaints involving patients under 18 years old.

Event description:
The involved patient's mother called and stated that the pump she was using on her (B)(6) child would not alarm when the dose was done or when air was in the tubing. The child was receiving 6 ml/hr of formula, with the pump set to an infinite dose. On a follow-up call to the mother, moog's clinical staff advised her to change from the "infinite" dose setting to a specific amount and to continue to closely monitor when using. The mother was also advised to contact to her provider to request a replacement pump.